Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, unit not working. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Serial number (B)(4) was given but not able to be verified as a number belonging to invacare. The malfunction has not been confirmed.